Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Further information reveals that the patient came back in to the physician's office and her generator still could not be interrogated. The physician had replaced the wand battery recently and felt it was an issue with the programming wand, not the generator, however this cannot be confirmed to date. The physician's wand was replaced to see if that would help and the old wand has been returned to the manufacturer, but analysis is pending.

Event description:
Analysis on the programming wand was completed. Upon analysis, the positive battery cable snap clip had expanded contacts which caused the communication issues. The battery cable, which produced communication errors, had expanded positive snap clip contacts that caused intermittent power to the device. The cause for the expanded positive battery cable snap clip is unknown. After the positive battery cable snap clip was secured, the programming wand performed according to functional specifications.

Event description:
It was reported that the pt's generator could not be interrogated. The physician indicated that his programming system was old and he has had it for quite some time. It was recommended that he change the wand battery to see if it works. Physician said he would try that and the pt was scheduled to come back into the office in two weeks so he would call if there were still problems. No call has been received, however, the cause of the event is still not confirmed. Attempts for further info have been unsuccessful to date.